Manufacturer narrative:
Article originally reported the device involved in this event as a gore acuseal cardiovascular patch. Correspondence with the author reported the device involved was a gore-tex® vascular graft with removable rings. This device is manufactured under registration number 2017233. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The device remains implanted so no engineering investigation could be performed.

Manufacturer narrative:
Literature citation: morales gisbert sm, sala almonacil va, zaragozá garcía jm, genovés gascó b, gómez palonés fj, ortiz monzón e. Predictors of cervical bleeding after carotid endarterectomy. Annals of vascular surgery 2014;28(2):366-374. A lot number was provided that did not match the item number reported. A review of the manufacturing records could not be conducted. The author of the article is verifying the lot number for this device. The device remains implanted and the delivery system was discarded, so no engineering investigation could be performed.

Event description:
This information was received through literature article ¿predictors of cervical bleeding after carotid endarterectomy" published in annals of vascular surgery, (B)(6) 2013. It was reported that there were 11 re-interventions performed on patients who received a carotid endarterectomy using a gore® acuseal cardiovascular patch. Reoperation was required due to cervical hematomas. In this patient a ligation of a small venous branch was required.